Event description:
It was reported that when the ventilator was placed on the patient in the wheelchair, the patient became tachypneic, asynchronous, tachycardia, and "turned purple". The patient has not been hospitalized. This has allegedly happened on more than one occasion. The other patient ventilator used at the bedside does not produce the same patient issues. The dealer has done functional checks on the wheelchair ventilator and found no anomalies.

Manufacturer narrative:
Na